Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bad cubie and cubie was not opened. A technical support specialist (tss) remoted into the cabinet and attempted to open the cubie using the tester, but the issue persisted. Tss also swapped the cubie positions using the tester, but the problem remained the same. The customer was advised to contact the pharmacy for order and to de-assign the cubie. The customer acknowledged the instructions and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user mentioned that she is trying to issue vancomycin, but the cubie is not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.